Event description:
Allegedly, pt has stiffness. Knee manipulation with lysis of adhesions to be performed.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested from the surgeon. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same event as 1043534-2007-00116, 00118, 00119.